Event description:
Implant did not integrate. Three days post-op pt noted numbness (parathesia).

Manufacturer narrative:
The pt med history was rec'd and evaluated. The implant site was cancellous bone, which is rather porous. The cancellous bone and the numbness were probable contributing factors in the implant failure. The implant has been returned for eval. Co cannot be certain it is a lifecore product.